Manufacturer narrative:
(B)(4). (B)(6).

Event description:
On 03jan2017 an email was received from a patient (pt) in (B)(6) who reported that while using the acuvue oasys brand contact lens he/she experienced irritation in the od on (B)(6) 2016 after wearing the suspect contact lens for about an hour. The pt reported that he/she removed the suspect od contact lens. The pt reported that he/she ¿immediately removed the lens following which the pain increased and I lost sight in my right eye.¿ the pt reported that he/she went to the eye and ear hospital. The pt reported that he/she was advised that ¿I had a circular cut around my iris which I was informed was quite deep and have required further follow up attendance at the eye and ear hospital to monitor my recovery.¿ the pt reported that he/she has used the ¿acuvue lenses fortnightly for about 8 years and never had an issue. The lenses which caused the issue were only three days old.¿ a call was placed to the pt and the additional information was obtained as follows: the pt reported that the od was better, but ¿is still repairing and still sensitive to light.¿ the pt reported that he inserted the lens on the od about 7:30 am, then took the train to work. The pt reported that about the ¿od was feeling quite irritated and troubled.¿ the pt reported that he removed the suspect contact lens and the ¿eye was very bloodshot and the pain got progressively worse.¿ the pt reported that he went to the eye hospital and was given some eye drops. The pt reported that the eye care provider (ecp) stated ¿there was deep circular cut around the iris of the od.¿ on 16jan2017 an email was received from the pt with the additional information as follows: the pt reported that the suspect contact lens was discarded. The pt also reported that the ¿right eye is improving but it is still sensitive to light and sporadically there is pain but a lot less frequently.¿ multiple attempts have been made to contact the pt for additional medical information. No additional medical information has been received. A lot history review was performed and revealed the following: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot b00kqgc was produced under normal conditions. If additional information is received it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings.